Event description:
In 2003 augmented with 275cc mentor saline implants. In 2006 pt decided to be larger, pt underwent bilateral capsulectomy left implant removal - no problems with implants. Pt augmented with 450cc mentor gel implants. Pt underwent right implant removal infected breast. Pt underwent left implant removal infected breast - no problems with implant. Implant was intact, no apparent leaks or bleed.